Event description:
The customer reported that on 3/4/98 vasoseal was used following a diagnostic catheterization procedure. Five days later, the pt presented to doctor's office with leg pain. Doctor noted that the leg was cool with decreased to absent pulses. Ultrasound revealed a psuedoaneurysm which was repaired with guided compression.